Event description:
It was reported that in the event, nurses inadvertently bumped the arrow keys when restarting the tpn infusion, therefore changing the rate of the infusion. Although requested, additional information was not provided.

Manufacturer narrative:
Correction: h6 (patient code).

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that in the event, nurses inadvertently bumped the arrow keys when restarting the tpn infusion, therefore changing the rate of the infusion. Although requested, additional information was not provided.